Manufacturer narrative:
H6; anvil dislodged. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: any other notceable damge, n/a; batch number, n/a; cartridge in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, damaged; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, good and result of attempted firing, good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned with anvil dislodged from closure tube. Anvil was re-aligned and instrument was cycled, fired, cut, and formed staples within design specification. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the stapler jaws would not open when trying to reload the stapler. The stapler could not be closed in locking position. Another stapler was pulled to complete the case. In addition, there were reducer caps and a trocar with ripped gaskets. There was no pt consequence.